Event description:
It was reported that there were no diagnostic or battery measurements. It was noted that the patient had been undergoing high dose photon therapy in the lumbar sacral region. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: 5086mri52, implantable pacing lead, (B)(6) 2013. (B)(4).

Manufacturer narrative:
Evaluation summary: analysis of the device memory indicated the battery measurement was not available.

Manufacturer narrative:
No eval explain code. If information is provided in the future, a supplemental report will be issued.